Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available. Product unavailable for analysis.

Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 6000043-2007-00027 for a description of the first device. The endoprosthesis seems to have a manufacturing defect: abnormal distal end appeared to be crushed and the prosthesis would migrate after its correct placement in the kidney. Three devices were used (necessary) for one procedure. The patient did not sustain any adverse effect or complication as a result of this issue. The patient condition is reported as 'ok' at this time.